Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion. The stent was successfully deployed but during removal of the delivery system the tip got caught in the stent. There was no patient injury or no clinical sequelae reported. Device evaluation: the catheter shaft was kinked immediately distal to the strain relief. The proximal end of the distal tip was severely flared and raised.

Manufacturer narrative:
(B)(4). Evaluation results: root cause undetermined limited information available.